Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace an 85-year-old female patient, the device was unable to detect the attached pads and leads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report could not be duplicated during device testing with the customer's returned multifunction cable and 4 wire ECG leads. A review of the device log shows messages alerting the user of poor coupling between the patient and the electrode pads being used as well as the ECG leads. Electrode labeling states the importance of good placement on the patient and provides instruction for proper electrode application technique. Zoll recommends that patients are cleaned and hair is clipped prior to applying electrode pads to assure good coupling of electrode to skin contact. The device was recertified and returned to the customer. The electrode pads from the event were not returned as part of the investigation. Analysis of reports of this type has not identified an increase in trend.